Manufacturer narrative:
Final device analysis revealed a reliability non-conformance for the neurostimulator. There was an obstruction in the connector port. A lead could only be inserted into the connector port up to the point where the proximal end of the lead reaches the #1 balseal connector. The connector block and titanium can were scratched.

Event description:
It was originally reported that the lead could not be inserted into the neurostimulator at implant. The lead was lubricated 2 times with water and still was not able to be inserted. The screws were backed-up still with no results. A new neurostimulator was opened and the lead went in fine. No pt injuries were reported.